Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice (hc) device experienced a heart attack manifested by chest pains. On the same day, the pt was hospitalized for the event. The day prior to the event, the pt felt short of breath while performing pd therapy with the hc device. Treatment was not reported. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). As the heart attack manifested by chest pains was not matched to this device until after the device had been serviced, a complete device analysis could not be completed to investigate the reported event. However, review of the service history revealed no previous service events that would cause or contribute to the reported problem. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. Should additional relevant information become available, a follow-up report will be submitted.